Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the nurse was taking care of a septic patient in the ICU that was receiving multiple medication infusions to include antibiotics and levophed. Upon trying to find devices for the patient's infusion needs, the nurse was only able to find one pcu and one lvp in the storage room in which it was found that the pcu was broken and unusable. The nurse then called and requested a pcu and additional lvps to be delivered. When the devices arrived it was noted that the pcu was functional and working as expected, however 2 out of the 4 delivered lvps were broken and unable to be used. It was further noted, that during the patient's levophed infusion the device suddenly shut off. The nurse further states that the broken equipment continues to be placed into circulation without being appropriately fixed. Because of all of the broken equipment, this caused a delay in caring for this septic patient receiving antibiotics. There was no patient harm.